Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle, difficult/unable to operate) was captured and addressed appropriately. Investigation conclusion: no DHR review can be carried out as lot number is unknown. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp would not detach. This was discovered during use. The following information was provided by the initial reporter: after injecting insulin into a patient, hcp could not remove the needle. After that, the needle could be removed eventually. No needle left in his/her body has been reported. The actual sample was discarded.